Event description:
It was reported that the user experienced hyperglycemia with a blood glucose of 425 mg/dl while using subcutaneous insulin via pen, after pausing insulin delivery for two hours and administering a 10-unit manual correction; antibiotics and other concurrent medications were noted and the cause of the elevated glucose remained unclear. Symptoms included high blood glucose. Outcomes included troubleshooting and education completed. Investigation included complaint handling and case review. Investigation of this case revealed no confirmed device malfunction and no device component failure, and the event was attributed to unclear cause with potential contributory factors such as intercurrent illness and concomitant medications. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.